Manufacturer narrative:
The actual device was returned to the plant containing approximately 28ml of fluid in the bladder. Visual inspection on the unit via the naked eye revealed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was subsequently performed. The flow rates were found to be within the product specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with a small volume infusor. The reporter stated that the infusion had not been finished within the expected medication time (46hrs), and a large volume of residual drug remained in the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.